Event description:
Per the repair center: alleged low o2/yellow light and key failure was the manifold valve leaking, and sticking. Additional malfunctions are the inlet filter was dirty and the zip ties and hose clamps were replaced.